Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed. The distributor identified the AED is functioning as designed and can stay in service. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.